Event description:
A notification was received regarding 2 holmium fiber units which were reported to be "broken". No patient impact was reported.

Manufacturer narrative:
No complaint samples were provided for evaluation within the timeframe of this investigation. The state of the fibers were confirmed via a picture of the device provided by the complainant, however a root cause of the breakage is not possible to confirm without the suspect units for evaluation. It is recognized the likely root cause could be related to the handling or application method of the laser fiber device. Dornier laser fibers are fragile and must be handled with care as instructed on the dornier laser fiber IFU. All laser fiber units manufactured by dornier are confirmed via visual inspection as well as power performance testing prior to release for distribution. No patient impact was reported by the complaint facility.